Event description:
The customer reported to customer service that her transformer sparked from exposed wires on the cord. No injury was reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.